Event description:
Revised the tibial insert of a left triathlon due to posterior insert wear/instability from pcl rupture. He upsized from a 4x9 to 4x10.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.